Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there were several episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. It was also reported that the impedance and sensing trends were abnormal. Diagnostic imaging was performed, and there were no anomalies seen. The lead was explanted and replaced and the patient was stable with no consequences.

Event description:
Additional information received indicated that the pacing lead impedance was high.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of noise, oversensing, and high pacing impedance were not confirmed.